Event description:
The patient was implanted with 4 gore excluder bifurcated endoprostheses in 2003 to treat an abdominal aortic aneurysm. Several years after the surgery, the patient experienced back pain and a CT was done, on an unknown date, to determine the cause. Aneurysm growth was noted, but no appreciated endoleak was detected. A reintervention was performed in early 2009 to reline the original endoprostheses with the low permeability gore excluder aaa endoprosthesis. The gore excluder bifurcated endoprostheses were relined with an aortic extender component and two contralateral leg components. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Additional devices implanted and did not contribute to the event. Pca280300, pca280300, pct281418.